Event description:
Same patient as MDR ID# 2134265-2013-04751. Same case as MDR ID# 2134265-2013-047503. (B)(4). It was reported that post a percutaneous coronary intervention, in-stent restenosis occurred. (B)(6) 2012 the patient presented due to stable angina and was referred for cardiac catheterization. The 90% stenosed and 28mm long target long was located in the 1st diagonal with a reference vessel diameter of 2.5mm. A 6f mach1 guide catheter and a floppy forte wire were utilized to successfully cross the tortuous and diffusely diseased diagonal vessel. Subsequently the vessel was pre-dilated with a 2.50 x 30 mm long emerge balloon. When the floppy forte wire crossed the lesion the vessel became occluded causing no blood flow. The patient did not develop any significant symptoms during this no reflow state. Therefore, prompt inflations were performed with the emerge balloon as putting the balloon across the lesion was completely occluding the vessel. Repeat injections revealed significant improvement of lesion geometry. Subsequently the vessel was stented with 2.5 x 32 mm promus element plus stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and clopidogrel. (B)(6) 2013, the patient was diagnosed with ischemic cardiomyopathy and coronary artery disease and was hospitalized on the same day. Cardiac catheterization was recommended. An 80% stenosis was noted in the mid left anterior descending artery and was treated using coronary artery bypass grafting from the left internal mammary artery to the left anterior descending artery. A 70% in-stent restenosis was noted of the 2.5 x 32mm promus element plus stent located in the 1st diagonal. The lesion was treated using coronary artery bypass grafting from the superior vein graft to the 1st diagonal. A 30% in-stent restenosis was also noted in the previously placed 3.0x16mm promus element sent in the mid right coronary artery. The lesion was treated using coronary artery bypass grafting from the superior vein graft to the posterolateral branch of the right coronary artery. The patient was discharged 10 days later on aspirin and clopidogrel. Post discharge on the same day the patient experienced generalized weakness and was re-hospitalized on the same day. Eleven days later the patient was discharged and the events were considered as resolved.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).